Event description:
Customer called on (B)(6) 2012 reporting that their beckman coulter coulter lh 750 hematology analyzer generated high red blood cell (rbc) results on two patient specimens, one with instrument generated nucleated red blood cell (nrbc) flags for the rbc parameter and the second patient specimen without instrument generated flags. Customer reported also noticing a bloody spill at the vc11 waste chamber. Customer was wearing personal protective equipment at the time of the leak and no exposure or injury was reported. Both patient samples were repeated on an lh 500 hematology analyzer and no erroneous results were reported out of the lab. Customer determined that the results generated on the lh 500 instrument were correct and results were reported out. No change to patient treatment was attributed to this event. Upon review of the data provided by the customer, it was discovered that the lh 750 instrument had generated erroneous high white blood cell (wbc), rbc, platelet and low hemoglobin (hgb) results on the first patient specimen. Because rbc results were affected, the rbc indices including hematocrit (hct) and mean cell hemoglobin concentration (mchc) were also incorrect. The second patient on the other hand had high rbc and platelet results with instrument generated nrbc flag. Because rbc results were affected, the rbc indices (hct and mchc) were again incorrect. Please see attachment for both patients' test results. Field service engineer (fse) was dispatched and changed the tubing in vl 16a, vl 57a and vl 6. Fse checked the tubing through vl 8 and saw that the yellow stripe tubing had a cut. Fse proceeded to change the yellow stripe tubing, the blue stripe tubing, the tubing through vl 4b and vl 4c and repair was then verified as per established procedures. Root cause for the erroneous high wbc, rbc, platelet, low hgb results and the bloody leak were attributed to several tubings that were replaced during instrument servicing. System information: vl16a low vacuum drain vc1 (vacuum isolator chamber). Vl57a needle /probe waste to vc11 (waste chamber) or vc13 (diff waste chamber). Vl6 hgb vent drain. Vl8 rbc dispense. Vc11 cbc waste chamber. Vl4b flowcell rinse disable. Vl4c backwash probe disable.